Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a battery out limit from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he was recently hospitalized for a falling injury. The customer stated that he got dizzy and fell forward striking the kitchen counter. The customer received a battery out limit alarm and cannot clear it. The customer stated that the pump alarmed after battery change. The customer stated that the batteries were out of the pump greater than duration allowed by the pump. The customer was advised that this is normal behavior. The customer was advised to monitor the pump.

Manufacturer narrative:
The information provided for type of reportable event and "date of this report" in the initial report were incorrect.

Event description:
Customer was contacted on (B)(6) 2016, were the customer reported he had been hospitalized back in (B)(6) due to a low blood glucose reading, which had been previously documented.